Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the main power supply was not charging the batteries. To fix the issue, the fse replaced the power supply, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site has been abbreviated due to field character limit; the full name should read (B)(6) hospital.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred. There was no patient involvement; thus no adverse even was reported.